Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The non-totally occluded, eccentric target lesion was located in a non-tortuous and mildly calcified vessel. A 15mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for dilation. However, upon the 3rd inflation, the balloon ruptured at 16 atmospheres. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was blood in the inflation and wire lumens. The balloon was loosely folded. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro markerband. A portion of the outer shaft was torn/burst and plastically deformed in the form of a bulge and was torn 3mm from the proximal weld. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The non-totally occluded, eccentric target lesion was located in a non-tortuous and mildly calcified vessel. A 15mm x 3.50mm nc quantum apex balloon catheter was advanced for dilation. However, upon the 3rd inflation, the balloon ruptured at 16 atmospheres. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.